Manufacturer narrative:
Complete UDI provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparascopic cholecystectomy- " surgeon mr asar alsaffar was attempting to occlude the cystic duct using a ca090. The clip did not form on th the cystic duct as surgeon had anticipated and as it closed shear off the cystic duct. Subsequent clips from the same device also did not form as the surgeon anticipated and although clips fully deployed bile was observed oozing from what was left of the cystic duct. Another device was opened to complete ligation of the ducts and vessels." Patient status: "no adverse outcomes identified"

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.